Manufacturer narrative:
Follow-up #1: date of submission 02/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/05/2016 with the following findings: during investigation, the pump was returned with moisture in the battery compartment and in the pump. A leak test failed due to a crack alongside the battery compartment. The pump was opened and there was moisture observed throughout the pump casing including the keypad flex connector. The up and down arrow buttons were inoperable, but all the other keys were responsive. There was no physical damage to the keypad. The keypad was removed and there was no moisture or contamination found. Vibratory alarms were inoperable due to moisture ingress on the vibrator motor.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the keypad buttons were underresponsive and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.